Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the device was returned in good visual conditions and with a cartridge loaded in the device. The cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was 1/2 fired and the left side was fully fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout and was found normal. The device was tested for functionality with a test cartridge and fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process. Cartridge 3500a code. Wedge band bypass. Mfg date 07/04/2007. Exp date 06/04/2012.

Event description:
It was reported that the device cut and stapled on one side and on the other side of the cut line the staples were malformed. The customer hand sewed the malformed portion and there were no pt consequences.